Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the glidesheath cross-cut valve leaks blood once inserted into the blood vessel; per the customer the leak is a consistent, steady flow; leaking persists with wire & catheter in the valve & without the wire & catheter in the valve; blood loss was less than 250 ml; the procedure was completed successfully; and the patient was reported as in stable condition.

Manufacturer narrative:
The sheath was received for evaluation. Visual inspection revealed the sheath to have kinks. The sheath was then submerged in water and air pressure was applied to conduct a valve leakage test. No leak was observed. The test was repeated after insertion of the dilator and after removal of the dilator. No leak was observed. The sheath was dissected to remove the cross cut valve. Magnified inspection of the cross cut valve revealed no anomalies. Retention samples from three recent lots manufactured were evaluated. No visual anomalies were noted. Valve leakage testing was conducted and met manufacturing specification. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The complaint cannot be confirmed based on the actual sample evaluation. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.